Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while doing light outdoor work, with glucose readings as low as 47 mg/dl, and used oral carbohydrates including orange juice, mashed potatoes, and later snack food to correct the low: the glucose rose into the 80s during follow-up. Symptoms included tingling in the legs and slurred speech. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and successful self-treatment with oral carbohydrates. Investigation included remote troubleshooting and education, including guidance to monitor levels and verify with a glucometer, though a confirmatory fingerstick was not obtained. Investigation of this case revealed no device alarms or alerts and no device malfunction reported, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.